Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46011. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: 23-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was not available for review. The error code 46011 appeared on power up, confirming the customer reported issue. The cause was found to be a software application issue as the microprocessor needed an unexpected update. The software was reloaded to resolve this issue.